Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant there were difficulties inserting the atrial lead into the device header. In the end the atrial side was abandoned and the device was used as a vvi system. The patient condition after the event is unknown.